Manufacturer narrative:
Pc-(B)(4) date sent to the FDA: (B)(6)/2018. The following additional information was requested but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates and results. What is the patient's current status?

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced vaginal discharge and exposure of mesh at the vaginal vault. A small area was trimmed and resewn. Additional information will be requested.

Manufacturer narrative:
Date sent to FDA: 9/4/2019.